Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of twenty (20) minicaps were found opened. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: device manufacturer address 1: ave. De los 50 metros no. 2 (previously submitted as calle 50 metros). Correction made to g1: device manufacturer city: cuernavaca (previously submitted as civac, jiutepec morelos). Additional information was added to h6 and h11. H11: the actual devices were not available; however, fourteen retentions samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.